Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to charging difficulties, which led to inadequate stimulation and increased the patient's pain as the device failed to maintain a sufficient charge. The replacement additionally allowed access to updated programming options. The patient underwent an implantable pulse generator (ipg) revision procedure wherein their ipg was explanted and replaced. The patient was stable post operatively. The ipg was disposed by the medical facility and will not be returned for analysis.